Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (shock on back / won't power on) was investigated. As received, the monitor would not power on. Upon evaluation, there was contamination on the d1101 component and thermal damage to multiple components on the computer / analog (ca) board. The cause of the inability to power on is the contamination and thermal damage. The cause of the thermal damage is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of belt sn (B)(4) has been completed. The reported problem (shock on back / won't power on) was confirmed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. It does not appear that the lifevest attempted to deliver a treatment shock as the gel from the therapy electrodes was not deployed. Gel deployment precedes treatment shock delivery. In addition, the last available ECG data shows that the patient was in sinus rhythm at 60bpm on (B)(6) 2019. This is not considered a treatable arrhythmia. No further ECG data is available on the day of the reported event. The time of the reported event is unknown. Device manufacture date: monitor - 01/25/2018, belt - 04/15/2016. [3008642652-2019-05756].

Event description:
A us distributor contacted zoll to report that a patient's device vibrated and then shocked him while he was riding in his truck. The patient reported that it felt like he got kicked in the back. There was no reported gel release. The patient reported that following the event, the monitor would not power on. There is no indication that the patient required medical attention following the event.